Event description:
Per the customer while navigating with the device the surgeon complained of an inaccuracy. Per the surgeon the awl¿s tip and kwic needle seemed punctured in bone while others pointer did not. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer while navigating with the device the surgeon complained of an inaccuracy. Per the surgeon the awl¿s tip and kwic needle seemed punctured in bone while others pointer did not. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.